Manufacturer narrative:
Patient age, gender, and weight are unknown. (B)(4) for the reported event of stent broken. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that an rx biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure of the common bile duct performed on (B)(6) 2011. According to the complainant, during the procedure, the device got stuck inside the endoscope and the distal flange of the stent detached inside the scope. No pieces of the device detached inside the patient and no other damage was noted to the device. The procedure was completed with another, unknown device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.